Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional via a company representative regarding a patient receiving fentanyl (1714.6 mcg/ml at minimum rate) and bupivacaine (20 mg/ml at minimum rate) via an implanted pump. The indication for pump use was complex regional pain syndrome type I and non-malignant pain. On (B)(6) 2017 the pump motor stalled at 10:30 and recovered at 18:20. The pump stalled again on (B)(6) 2017 at 7:23 and did not recover. There were no emi/magnetics sources present and the patient had not recently had an MRI. The patient had no symptoms. The pump was being replaced on (B)(6) 2017. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
It was reported that "additional information was received from a manufacturer¿s representative (rep) on 2017-apr-27" and should have been "additional information was received from a manufacturer¿s representative (rep) on 2017-apr-26." A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer¿s representative (rep) on 2017-apr-26.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. Eval code-conclusion updated. Device code (B)(4) no longer applies.

Event description:
The pump was put in the mail on (B)(6) 2017 to be returned back to the manufacturer. Additional information was received from a manufacturer¿s representative (rep) on (B)(6) 2017. The drug being delivered was fentanyl (1714.6 mcg/ml at a minimum rate dosage of 10.4 mcg/day) and bupivacaine (20 mg/ml at a minimum rate dosage of 0.122 mg/day). The logs showed that as of (B)(6) 2015, hydromorphone had a mixed concentration at 0.61 mg for a total daily dose of 0.05 mg/day. Logs indicated that the pump motor stalled at 10:33 on (B)(6) 2017 and recovered at 18:20. Logs also confirmed the other motor stall occurred at 07:23 on (B)(6) 2017 and did not recover. At 10:03 on (B)(6) 2017, an active audible alarm was silenced and at 07:23 on (B)(6) 2017 there was a stopped pump period may exceed tube set. The pump was returned to the manufacturer for analysis.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare professional via a clinical study indicated on (B)(6) 2017, the personal therapy manager was discontinued ("d/c") and the pump was reduced to minimal flow rate. On (B)(6) 2017, the pump was explanted/replaced. It was noted that the outcome of the event resolved without sequelae on (B)(6) 2017. The etiology of the event indicated the relationship of the event to the device or therapy was related and indicated the relationship of the event to the implant procedure was not related. No further complications were reported/anticipated.

Manufacturer narrative:
The pump was returned, and analysis found corrosion and-or wear and-or lubrication and stall due to shaft-bearing. Analysis identified residue in the motor gear train that contributed to the motor stalls. Analysis identified residue on the gear shaft of the motor gear train that resulted in the motor stalls. The catheter access port (cap) was aspirated and found to be patent. Analysis also found overinfusion-undetermined root cause. The pump tested within specification for dispense accuracy. {300 ul/day} the pump tested {under//over} specification for dispense accuracy. {300 ul/day}the pump tested within specification for dispense accuracy. {24,000 ul/day}the battery voltage tested within specification. Visual inspection of the hybrid (circuit board) did not identify any anomalies. Pressure testing did not identify any leaks or breaches in the internal pump tube. (B)(4) no longer applies. (B)(4) no longer applies. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's personal therapy manager (ptm) displayed an error code. The patient disconnected before more information could be obtained because his healthcare provider was on the other line. Additional information was received from a healthcare provider on 2017-jun-13. It was reported that the patient first started experiencing the pump alarm and error code on (B)(6) 2017. No symptoms were reported as the patient called as soon as the pump started alarming. Pump logs were read, and it was determined that the cause of the alarm and ptm error code was a motor stall. The pump was put to minimum flow rate and the patient was provided with oral medication. The pump was reportedly replaced and the situation was considered resolved.